Event description:
Healthcare professional reported right side "rupture". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, opening, wear abrasion and crease fold . A microscopic analysis was performed which identify a sharp opening in the radius. Based on the device analysis the final assessment is: based on the device analysis the final assessment is: a crease sharp opening on posterior assessed as to a fold flaw opening. Non-penetrating nick(stress marks).

Event description:
Healthcare professional reported right side "rupture". Device has been explanted and replaced.